Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 29oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that there was intermittent touchscreen accuracy failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 06nov2018. Date of manufacturer: 03nov2018. Philip's field service engineer (fse) confirmed the reported touchscreen issue. The fse replaced the graphic user interface and re-calibrated the unit. The unit is working correctly and all sections of the display are responding to touch.